Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0b716, implanted: (B)(6) 2013. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-aug-2017, UDI#: (B)(4). Pertain to product ID 3889-28 lot# va0b716 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient saw their doctor ¿like 5 weeks ago¿ and the hcp said something was wrong with one of the leads and that it was almost time to change the battery. It was noted that ¿about a month ago¿ the patient did leg lifts, and something went wrong and the patient started having spasms down their leg and groin, so they turned the stimulation off, but was still having the twitches and spasms. At the time of the report, the patient confirmed that stimulation was off at 0.0v. The patient noted they did not have any falls for trauma, but the hcp thought the patient could have. Additional information was received on 2019-jul-29. It was reported that the patient was still in a horrible condition since turning the ins off. It was noted that the patient was almost suicidal and didn¿t know what to do; they had not slept for a week since turning the ins off, and it was still stabbing the patient in their pelvic bone and twitched down their leg on the left side of their pubic bone. It was noted to have been excruciating stabbing like grain hornets shooting stabbing bites that come and go in waves. It was noted that when it went out, it just went crazy and the patient¿s whole side of their body and leg and hip went almost numb with pain. It was reported that this just started, it was there but now it was really there, and the rest of it was not as bad, but this was very localized. It was noted to have felt like a really bad indian rope burn, and sometimes lingered and spasmed, sometimes it was just a direct stab. The patient speculated that perhaps the ins was leaking or blew up. The pain had been getting progressively worse and the last few days had leveled off and it was just horrible. The patient had been taking tylenol, but it was not working. The patient had called an hcp and had an appointment on (B)(6) 2019; the patient noted they were going to be dead by then. The patient was advised to go to the ER if they felt their symptoms required immediate medical attention. It was noted the patient would have the ins removed if they were ¿doing fine after all of this¿. The patient would be seeing their primary hcp on the day of the report. No further complications were reported/anticipated.